Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The manifestation of the peritonitis was unknown. The cause of the peritonitis was unknown. Hospitalization for the patient was unknown. Treatment for this event was unknown. Action taken with therapy was unknown. The patient had recovered from this event. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: the occurrence date of this event is unknown; however, it was reported to have occurred in either (B)(6) or (B)(6) of 2014. This report is for an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as cmplnt-(B)(4), cmplnt-(B)(4) and cmplnt-(B)(4).